Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data have been analyzed. The data documented that the therapy functionality of the device was activated on (B)(6), 2015 at 01:30 pm and first deactivated upon interrogation on (B)(6), 2018 at 10:02 am, as a result of a magnet detection during the reported medical procedure on (B)(6), 2018. The analysis did not show any anomalies. There was no indication of an ICD malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
This device was found with therapy deactivated on (B)(6) 2019 and on (B)(6) 2019. The nurse reported that the patient had a medical procedure on (B)(6) 2018. Device remains implanted at this time.